Event description:
It was reported that the patient presented for a scheduled procedure. During mapping the patient expressed discomfort, but all vitals remained stable. While fixating the leadless pacemaker (lp), the impedance rose significantly, and it appeared the helix was sprung. It was unsure if the helix had been caught on the protective sleeve, tissue, or both. The device was removed, and a new lp was attempted. During the time of mapping, the patient became severely hypotensive and large pericardial effusion was discovered. A pericardial synthesis was performed, and the device was successfully implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while fixating the leadless pacemaker (lp), the impedance rose significantly, and it appeared the helix was sprung. It was unsure if the helix had been caught on the protective sleeve, tissue, or both. The device was removed, and a new leadless pacemaker (lp) was placed. During the time of mapping, the patient became severely hypotensive. A large pericardial effusion was discovered. The device was partially screwed in, a pericardial synthesis was performed, and the patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance was not confirmed, stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis was performed, including pacing impedance measurement, and the device exhibited normal device characteristics without any anomalies. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.